Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to contact their healthcare provider for backup therapy options.